Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, the left ventricular lead exhibited a loss of capture. During the explant procedure, dislodgment of the lead was confirmed. The lead was explanted and replaced successfully. The patient&#38112;condition was stable post procedure and would continue to be monitored.